Event description:
The customer reported that the ready for use indicator (rfu) had a red x. There was no patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.